Manufacturer narrative:
Investigation - evaluation: a review of manufacturing instructions, complaint history, quality control data, and visual inspection of the returned product was conducted during the investigation. The blue sheath with separated hub and black inner catheter were returned. An investigation of the sheath revealed a minor kink close to the tip and damage at the distal tip. The same type of damage was found at distal tip of the black inner catheter and were likely caused by the filter/filter legs. The sheath flaring was found to be below the distance stated in spec. However, pulling the sheath out of the hub may have affected the flaring dimension. A similar test fitting was attached to the complaint sheath, and even by strong pulling the fitting did not slip the sheath. Based on these findings, it is suggested that the device was exposed to strong pulling/manipulation during the filter retrieval procedure. Per the IFU, "excessive force should not be used to retrieve the filter." The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Based on the information provided and the results of our investigation, the root cause was determined to be product use/handling-related.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During the procedure to retrieve a filter, the device was inserted into the patient with the help of a small nick made by the scalpel blade in the right jugular vein. The filter hook was snared and the two secured sheaths were advanced over the filter and the filter was secured completely inside the inner sheath. Upon pulling both sheaths back up toward the jugular entry site, the physician noticed the outer blue sheath had separated from the white hub. The physician attributed part of the problem to skin at the entry site being tight around the sheath which made pulling back a little difficult. The procedure was completed with the device without any further issue. No part of the device remained inside the patient. No additional procedures were required and not adverse effect were associated with the event.